Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Additional observations: yellow particles observed inside the device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.